Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella lgg assay where error code 1048 (calibration check failure, cal a/b, ratio too high) was generated. The customer had performed checks of the meia optics and bulk solution dispensers and was advised to perform decontamination procedures and recalibrate. After decontamination and recalibration, the same error message was obtained with another reagent lot. The customer reported no error messages in the instrument message history, and was advised to perform troubleshooting with the rubella negative control. The abbott field service representative (fsr) was dispatched to the customer site. The fsr replaced instrument parts and was able to achieve successful calibration, allthough the customer observed calibrator 1 values close to the upper limit. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(No consequence or impact to patient) (calibration error) (error message given)this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.